Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced skin irritation from the 72r and lt-4500 electrodes. The patient described the skin as red and itchy with blisters and welts. Initially, the irritation was strictly under the electrodes but the irritation began to spread. The patient did contact the surgeon regarding the skin irritation. The surgeon advised the patient to stop using the unit and prescribed an ointment. It was reported that no further information is available.

Manufacturer narrative:
Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical product: orthopak assembly: catalog: #1067718, serial: # (B)(4). Therapy date: unknown. Concomitant medical product: smith & nephew taylor spatial frame. Therapy date: (B)(6) 2019. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00028.

Event description:
It was reported that the patient experienced skin irritation from the 72r and lt-4500 electrodes. The patient described the skin as red and itchy with blisters and welts. Initially, the irritation was strictly under the electrodes but the irritation began to spread. The patient did contact the surgeon regarding the skin irritation. The surgeon advised the patient to stop using the unit and prescribed an ointment. It was reported that no further information is available.